Event description:
It was reported that the device recorded a pause episode due to noise and low r-waves. The device is still in use. No patient complications have been reported as a result of this event.